Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump was also tested with an empty reservoir installed in the reservoir compartment, programmed a bolus and the insulin pump properly alarmed no delivery during testing with the empty reservoir. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer stated the pump ran out of insulin, but the no delivery did not alarm. Customer is unable to rewind. The customer's blood glucose was 22mg/dl, treated with food. The customer's current blood glucose was 131mg/dl. The customer stated the drive support cap was sticking out. In the hospital the customer was treated with IV sugar. The customer was advised the pump will be replaced and revert to back up plan.